Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient had died on (B)(6) 2000 due to causes of anoxic brain damage, not elsewhere classified and other and unspecified convulsions. Underlying cause of death was anoxic brain damage, not elsewhere classified. A sudep (sudden unexpected death in epilepsy) evaluation was performed which determined that the death met criteria for classification of probable sudep. There is no allegation or other information indicating that the death is related to vns.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient had died on (B)(6) 2000 due to causes of anoxic brain damage, not elsewhere classified and other and unspecified convulsions. Underlying cause of death was anoxic brain damage, not elsewhere classified. A sudep (sudden unexpected death in epilepsy) evaluation was performed which determined that the death met criteria for classification of probable sudep. There is no allegation or other information indicating that the death is related to vns.